Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Some connectors of distal end of the device are not engaged during the tigerpaw system ii device use. Sutures were used to complete the procedure. There was a short delay in the procedure. There is no pt effect. There is no blood loss as a result of the reported issue. The tigerpaw system ii devices were used during other procedure.